Manufacturer narrative:
After battery installation the insulin pump alarmed critical pump error and was unable to download due to corroded electronic assembly. The motor assembly was also found with traces of corrosion per our visual inspection. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test or verify other pump error alarms due to critical pump error. The insulin pump was received with minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm critical pump error. Customer's blood glucose at time of incident was unknown. Customer saw a red x on display and pump was not dropped nor bumped. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.